Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in the hospital. Upon review, it was noted that the left ventricular (lv) lead exhibited failure to capture. X-ray imaging was performed and revealed that the lv lead was damaged due to clavicle crush. The lead was reprogrammed. The patient will be further monitored. Patient was in stable condition.